Event description:
On (B)(6) 2009, patient reported the vibroalarm feature on his infusion device does not work anymore. Patient states he first noticed the issue when he was doing a quick bolus. Checked setup to see if vibrate was turned on. Settings are programmed correctly with vibrate turned on. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.